Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose with 49 mg/dl. Customer treated with banana. Customer declined to troubleshooting for low blood glucose. Auto mode was not active at the time of reported event. Insulin pump will not be returned for analysis.